Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Investigation into the reported issue has been completed and a design change has been implemented.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Manufacture date ¿ ni. Requested but not returned by hospital.

Event description:
During removal of the guides, some of the guides detached from the driver and fell into the patient. The guides were removed without patient injury or delay in the procedure.